Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter would not turn on with the button or test strip insertion. As a result of this issue, the customer was unable to test. Customer reported that "two weeks ago" (date not provided), he was unable to go to work due to symptoms of nausea and vomiting. Customer's mother accompanied him to the hospital, where a reading of "500-600" mg/dl was obtained on a hospital meter. Customer was diagnosed with dka (diabetic ketoacidosis), and a urinary tract infection. He was treated with intravenous insulin and fluids, and hospitalized for five days. There was no report of death or permanent injury associated with this event.